Event description:
The customer reported that an intellivue mp30 patient monitor mounted on a rollstand caught on fire. The customer's staff discovered flames and smoke coming from the unit. No pt or user harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.